Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for this implantable cardioverter defibrillator (ICD) that therapy had been turned off. Technical services (ts) noted no related calls. The health care professional (hcp) would investigate why this ICD is off. This ICD remains implanted. No adverse patient effects were reported.